Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan alleging his unknown onetouch meter was reading "erroneously high" compared to an emergency medical services (ems) meter. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:00pm, the patient reported obtaining a high reading on his ot meter (which communicates with his insulin pump). The patient reported using insulin pump therapy (type unknown) to manage his diabetes. The patient reported in response to the high readings, he might have "over corrected" through his insulin pump and shortly after, "passed out." The patient reported ems was called, and en route to the hospital, he was given "3 glucagon injections," and a "dextrose injection." The patient reported his blood glucose was tested on the ems meter and a reading of "47mg/dl" was obtained, after treatment was received. The patient was currently still in the hospital for a medical diagnosis of "insulin reaction." The cca was unable to troubleshoot the problem with the patient since the patient did not have testing supplies available. Based on the information provided, this complaint is being reported as an adverse event because, the patient claims he obtained inaccurate high readings, administered an increased dose of insulin, and developed symptoms suggestive of severe hypoglycemia, and required assistance from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.